Manufacturer narrative:
(B)(4). The band/balloon was returned for analysis. Per visual observation, the band balloon was observed to be damaged. A cut was observed at the band snorkel base damaging also the balloon. The cut was observed at 1.7cm from the catheter connection. The device was yellowish colored. As result of visual investigation, no leak test was performed. It was reported that post-op leakage was observed and while no diagnostic tests were performed to confirm the leak, the band was removed. A hole in the band was observed yet the location of this hole is consistent with damage caused on explant. The root cause of this hole is unlikely to be manufacturing related. All bands are 100% leak tested and visually inspected prior to lot release. Events of this type continue to be trended and monitored.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported post implant of a realize adjustable band, a band leak was suspected as the patient had no restrictions. The amount of saline withdrawn was less than what was injected. The band and port were removed with no consequence to the patient.